Event description:
It was reported the lumify ultrasound system was not available during a critical procedure. The system generated an error code during resuscitation and the ultrasound exam was unable to be completed. Additional information is being obtained to determine patient outcome. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed; however, there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.